Event description:
It was reported that the pt fell and landed heavily on the right hand side of their head. After their fall, pt slept for a while but then in the evening they reported that they could no longer hear on the right hand side. (Pt is bilaterally implanted). In 2003, telemetry measurements showed 'poor coupling to the implant'.